Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to cellulitis on (B)(6) 2017. The customer was wearing the sensor on their arm and it got bumped into a door frame. The area was slightly irritated. She cleaned the sensor site with alcohol and cleaned the area when she took a bath. The next morning on sunday, the area on her arm was achy and red so she went to her local emergency room. The customer's blood glucose at the time of the incident was unknown. The customer was given antibiotics. They were at the hospital for 11 days. Their blood glucose was not high or low during their hospitalization. The customer was wearing the insulin pump during the hospitalization. The insulin pump and sensor will not be returned for analysis.